Event description:
The customer reported that a corneal burn occurred during a cataract procedure on the patient's right eye (od). The surgeon noted that no error code occurred during the procedure. After about 17 seconds, the handpiece did not react for a short moment (no aspiration). Then the handpiece did react and immediately thereafter, the corneal burn occurred. The occlusion bell did sound for a very short time. The nurse stated that the handpiece was "red hot". The procedure was not completed and the patient's natural lens was not removed from the eye. The doctor used a purse-string suture(s) to close the incision. The patient was transferred to another facility for further treatment. The patient outcome and prognosis is unknown at this time. The customer suspects that the handpiece was the cause of the event.

Manufacturer narrative:
The handpiece was checked after the event. Visual inspection showed no external damage. The threads were not damaged and the sleeve was not burned. The handpiece was primed and tuned, with no defective contacts and no short circuit. No problems were noted. Examination of the tip under a microscope showed a slight deformation. Investigation, including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the affiliate to share with the customer.